Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. The device was returned to zoll medical corporation; the malfunction of no power up was duplicated and the device's main board was replaced to resolve the malfunction. The reported malfunction of the device venting smoke was not replicated or confirmed. There was no evidence of smoke observed. The associated batteries used at the time of the reported event were not returned to zoll for evaluation. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, smoke was observed venting from the device and was unable to power on. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, smoke was observed venting from the device. Complainant indicated that there was no patient involvement in the reported malfunction.